Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s current blood glucose value was 130 mg/dl. The customer treated low blood glucose value with food. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleged over delivery on insulin pump as insulin pump was giving high corrections. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.